Event description:
It was reported that during a device change out this right atrial (ra) lead was surgically capped and abandoned due to issues of undersensing which resulted in pacing inhibition. This ra lead also had high impedances and loss of capture therefore, surgical intervention was performed. No additional adverse patient effects were reported.